Event description:
It has been reported that the bd¿ 2.5ml luer slip syringe without needle has been found experiencing two occurrences of inability to contain medication before use. The following has been provided by the initial reporter: 2 syringes were found split in their sterile packaging

Manufacturer narrative:
Additional information was provided by customer regarding the product on this complaint. The product initially reported was in a different division. This MFR. Report # 2243072-2019-02816 is void and will be canceled. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd¿ 2.5ml luer slip syringe without needle has been found experiencing two occurrences of inability to contain medication before use. The following has been provided by the initial reporter: 2 syringes were found split in their sterile packaging.